Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a posterior cuff miss occurred. Another proglide was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the anterior cuff was engaged to the anterior needle tip and the link still attached to the cuff. There was presence of link bulb and this condition is consistent with the reported event of the link being pulled from the posterior cuff. The link connects the anterior needle to the suture and if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. Since the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. A link pulled can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomy. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. Based on the investigation, there does not appear to be any indication of a product quality deficiency.